Event description:
Covidien received information sating that during patient use of the ht70 plus ventilator, the pump was making an abnormal noise. The patient was transferred to another ventilator. The ventilator did not stop cycling. There were no negative patient consequences reported.

Manufacturer narrative:
The covidien customer service engineer (cse) replaced the pump to resolve the reported issue. (B)(4).